Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer continued to use the cartridge for insulin therapy and the issue reportedly resolved. Customer¿s blood glucose level was 379 mg/dl.